Event description:
Point of care cardiac markers were performed on patient at 00:53 a.m. With the following results: tni 1.54, ckmb >80, myo 173 and bnp < 5.0. Patient had four previous serial lab troponins performed which were all negative (<0.15). This patient was schedueld for a heart catherterization however, this did not occur due to the conflicting results. The chemistry specimen collected at the same time as the point of care cardiac markers were: troponin <0.015, ckmb <0.5, myo 32. Initial review of specimen results did not reveal cause of erroneous results. The original specimen was sent to biosite for further testing. There was no harm to the patient.